Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. Additionaly the log files identified that the customer's failure to promptly address red asi warnings also contributed to the the reduced battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use.